Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon went to take skin graft for a patient who required skin for covering of tendons in the arm. Surgeon found that dermatome was missing places on the donor site (skipping). No adverse events have been reported as a result of this malfunction.

Event description:
This occurred during surgery, and there was no delay. An additional surgery (tissue harvest) was done and there was a harm to patient. No additional patient consequences were reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Additional information was received. This follow up reports is being submitted for updates.

Event description:
No additional information

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 29 october 2018, the device was noted to have been previously repaired once for the device harvesting nonviable grafts on (B)(6) 2018. Using view 09-23 from the etq reliance system, there were 30 complaints from (B)(6) 2017 to (B)(6) 2019 that contain the same part number as the device involved with the reported event that used the character string skip in the event. Using view 09-23 from the etq reliance system, there was 1 complaint from (B)(6) 2017 to (B)(6) 2019 that contain the same part number and manufacturing date as the device involved with the reported event that also used the character string skip in the event. Using view 09-23 from the etq reliance system, there was 1 complaint from (B)(6) 2017 to (B)(6) 2019 that contain the same part number as the device involved with the reported event, used 62008575 as the lot number for the device, and used the character string skip in the event. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2018 it was reported from (B)(6) that a dermatome was missing places on the donor site and was skipping during use. The customer returned a zimmer air dermatome, serial number (B)(4) for evaluation. The device was inspected by zimmer australia on (B)(6) 2018 and it was noted that the device was returned with a hose and all four width plates. The dermatome was forwarded onto zimmer (B)(4) for evaluation and repair. Evaluation of the device by zimmer (B)(4) occurred on (B)(6) 2019 and noted that the dermatome was out of side to side calibration at all four settings and that the motor ran at the low end of motor speed specifications. The technician noted that there were no other signs of damage with the device, but found that the motor, multiple bearings, an o-ring, reciprocating arm, a seal, and the external e-ring were defective. Repair of the dermatome occurred the same day and involved replacing the motor, multiple bearings, an o-ring, a seal, reciprocating arm, and external e-ring. The technician then verified that the device was functioning as intended and the dermatome was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) and (B)(4) on (B)(6) 2018. While the service technician found that the device was out of calibration at all four settings, which would cause the device to not cut a graft properly, it cannot be determined from the information provided as to what caused the device to be out of calibration. Therefore, a specific root cause of the device missing places on the donor site and skipping cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process